Event description:
It was reported that there was particulate matter found in the solution of an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This occurred during set up/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: it was reported that there was particulate matter found in the solution of an unspecified quantity of 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (previously submitted as 2000ml). Correction made to d4: catalogue #: h938739 (previously submitted as h938737). Correction made to d4: lot #: 60429942 (previously submitted as 60389638). Correction made to d4: expiration date: 12/31/2025 (previously submitted as 07/31/2025). Correction made to d4: unique identifier (UDI) #: (B)(4). Additional information was added to h4, h6, and h10: h4: the lot was manufactured from january 21, 2023 - january 22, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.